Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the patient line of a homechoice automated pd set with cassette resulting in a leak. This issue was identified after priming while the patient was not connected. The patient stated that after the homechoice was done with priming they noticed water all over the floor and found a hole in the patient line. The renal therapy service agent assisted the patient with cassette removal. The patient would discard all the bags and would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.